Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episodes and diagnostic anomaly was observed during impedance checks in clinic. No intervention was performed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that diagnostic measured data from the device was causing noise event to be picked up from the rv channel. It was determined to be diagnostic anomaly on the device that was causing sensing of noise. No lead malfunction was noted.